Manufacturer narrative:
Customer reports a hyperglycemic event. Upon removing the top housing from the device it was noted that the spring latch was misaligned and the clutch spring had not engaged. This indicates that though the ratchet gear was spinning and the data appears normal, it was not advancing the plunger or delivering insulin. During investigation, the clutch spring dropped before a photo could be taken. However, data downloaded from the device shows that during the priming sequence there is no change in pulse width indicative of the clutch spring dropping. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17.9 mmol/l (322.2 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.